Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, the staple line was incomplete and discontinuous at the distal end. A new staple cartridge was used to complete the procedure. There was no patient injury.